Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The device was programmed to deliver an unspecified amount of blood and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pump was found displaying an alarm condition; however, there was no audible alarm tone. The device was removed from clinical service. Therapy was continued using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.